Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code captures the reportable event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy with lithotripsy procedure in the kidney performed on an unknown date. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during preparation, it was noted that a light was reflecting out on the middle of the laser fiber when it was connected to the laser console. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no reported patient complications. The patient condition at the conclusion of the procedure was reported to be fine.